Event description:
It was reported that the sensing values were lower through the device than they were the day prior at implant through the analyzer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.